Manufacturer narrative:
It was reported by the customer that leakage with this texium. One photo was submitted by the customer for quality evaluation. The photo provided shows the a texium connector, however, it does not show the connector leaking or leaking at a connection point. The customer complaint of leakage could not be confirmed. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
Material: 10012241-0500, batch#: unknown. It was reported by the customer that leakage with this texium. Verbatim: rcc received a complaint via email. Please log complaint regarding leakage with this texium attachment that occurred at (B)(6) in 12-03-2024. Material no. 10012241-0500 please create task for shipping label to customer. Reported by xxxx. Send back email and cc¿ xxxx on it. Additional information: 1. Kindly provide the batch/lot number of the product. 10012241-0500; unknown lot 2. Kindly provide the date of event. 12-3-2024 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Unknown 4. What medication was being administered and leaked. Was this a chemotherapy drug? Gemcitabine; yes. 5. Please provide the address of the facility for us to ship the return label? Email label to.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following . It was reported by the customer that leakage with this texium.